Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having complications with sensor glucose versus blood glucose. Customer stated she recently received a new insulin pump and sensor, which she has had issues with the sensor. She disconnected because it continued alarming. The sensor glucose was 50mg/dl and blood glucose was 200mg/dl. Replaced sensor and blood glucose lowered to 58mg/dl, checked and it was 128mg/dl. Customer calibrated and the icon was green, but then it stopped working, re connected and then the sensor glucose was 52mg/dl. The customer's current blood glucose was 128mg/dl. Explained to customer why alarm triggered since blood glucose was above suspend threshold limit.